Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states that the rollator seat is broken. No serial number provided, however the part number, (B)(4), relates to models manufactured by (B)(4). MDR filed.